Manufacturer narrative:
The insulin pump was monitored for 24 hours with multiple basal rates. No blank display or damage inside of the insulin pump was noted. The insulin pump functioned properly during the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. All operating currents were within specification and no unexpected low battery, off no power, or failed battery test alarm was noted. The insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported scratches on the screen. The blood glucose reading was 245 mg/dl. He was unsure of how the damage occurred and stated that the insulin pump may have fallen on the floor while sleeping. Nothing further was reported.